Event description:
The pump was returned for investigation. Investigation revealed that the display screen was discolored. This report is made based on results of investigation completed on 12/02/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/02/2014 with the following findings: investigation revealed that the display screen was discolored. Unrelated to the display issue, investigation revealed that the keypad was torn and sections of the keypad were missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.